Event description:
Complainant alleged that during biomed testing, the device intermittently did not recognize battery. Complainant indicated that there as no patient involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.